Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and ran the device for 25 minutes and was not able to duplicate issue. The event logs and service manual were reviewed and found that the device is in need of solenoid valves 3 and 4 and data acquisition printed circuit board assembly (pcba). The fse replaced the solenoid valves 3 and 4 valves and data acquisition pcba. To resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the service engineer on behalf of the customer on the v60 ventilator indicating that upon initial inspection of the device, it was observed that it is getting error code 110b - check vent: proximal pressure sensor auto zero failed message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.